Manufacturer narrative:
The smarttouch has the software version 3.12, the reported issue was known before for this version and corrected with the version 3.14 and 3.16, the 3.14 is available in the field since nov 2023. The software version should be updated in the field with the 3.14 or 3.16 that can resolve the problem and avoid re-occurring it.

Event description:
Durant une consultation de suivi de pacemaker , le test de détection a été réalisé. Au moment de cliquer sur le bouton démarrer, le test se lance et la prothèse du patient passe en mode ddi 30. La tablette ne répond alors plus, il est impossible de cliquer sur le bouton, arrêter, aucune action possible, hormis arracher la batterie n'a pu être réalisé pour solutionner le problème. Forte, heureusement, le patient n'était pas dépendant de son pacemaker, il n'y a pas EU de problème lors de la consultation. Cependant, les infirmiers et le médecin ont EU un moment de doute et ont dû utiliser une autre tablette pour réaliser l'interrogation correctement.